Manufacturer narrative:
H10: the actual sample was received for evaluation. A visual inspection was performed using the naked eye which observed that the two (2) piece luer lock sub-assembly was separated from the tubing. The reported problem was verified during initial inspection. Due to the nature of the returned sample, functional testing will not be performed. The cause was determined to be due to a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo blood recipient set had a connection issue; further described as the set "came apart at the distal end which attaches to the intravenous (IV) cannula. This issue was identified during use. There was no patient injury or medical intervention associated with this event. No additional information is available.